Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of an evoque valve in tricuspid position where it was reported on post-operative day (pod) 7, that the patient has heart block and will receive a permanent pacemaker. Additionally, it was reported the patient has paravalvular leak (pvl) and thickened leaflets. Patient did not take their anticoagulation meds for 7 days after the procedure and arrived at the emergency room (ER) with shortness of breath. Patient to start heparin.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for valve interacts with conduction system was confirmed with other empirical evidence via information provided by edwards clinical specialist. The reported conduction disturbance does not allege a malfunction that could be related to an edwards manufacturing deficiency. The event does not allege a labeling issue or device related infection; therefore, no lot history review or manufacturing mitigations review are required. Procedural imagery was not available for evaluation. As such, a definitive root cause cannot be determined. The complaint for thrombus formation (device) post procedure was confirmed with other empirical evidence. The reported thrombus formation post procedure does not allege a malfunction that could be related to an edwards manufacturing deficiency. Possible contributing factors can include patient (anticoagulant regiment, underlying coagulopathy), procedural, or a combination of these factors. However, a definite root cause is unable to be determined. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.